Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient presented to the emergency room after receiving a shock. Upon interrogation it was found that there was oversensing of noise leading to the inappropriate shock. After the shock the signal returned to normal. There was concern over a possible electrode fracture. Boston scientific technical services (ts) was consulted and suggested performing pocket manipulations and obtaining an x-ray. The field representative noted they were able to reproduce the noise in secondary and alternate sensing vector's but not primary. Further review of the episodes by ts was done. Ts discussed that it could possibly be related to an electrode fracture, but x-rays would be important to obtain. X-rays were sent in for review. Ts noted that a fracture was not able to be visualized given the orientation and quality of x-ray. Ts however did observe a sharp bend in the electrode as it exited the header of the subcutaneous implantable cardioverter defibrillator (s-ICD). Ts requested additional x-rays. A few weeks later therapy was programmed off in the s-ICD. The clinic agreed the sharp bend of the electrode coming out of the header was the likely cause of the noise. A longer electrode was requested as a future product. The electrode remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the emergency room after receiving a shock. Upon interrogation it was found that there was oversensing of noise leading to the inappropriate shock. After the shock the signal returned to normal. There was concern over a possible electrode fracture. Boston scientific technical services (ts) was consulted and suggested performing pocket manipulations and obtaining an x-ray. The field representative noted they were able to reproduce the noise in secondary and alternate sensing vector's but not primary. Further review of the episodes by ts was done. Ts discussed that it could possibly be related to an electrode fracture, but x-rays would be important to obtain. X-rays were sent in for review. Ts noted that a fracture was not able to be visualized given the orientation and quality of x-ray. Ts however did observe a sharp bend in the electrode as it exited the header of the subcutaneous implantable cardioverter defibrillator (s-ICD). Ts requested additional x-rays. A few weeks later therapy was programmed off in the s-ICD. The clinic agreed the sharp bend of the electrode coming out of the header was the likely cause of the noise. A longer electrode was requested as a future product. The electrode remains implanted and no additional adverse patient effects were reported.